Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that needle 30x1/2 rb had double needles and was damaged. This occurred on 3 occasions. The following information was provided by the initial reporter: in (B)(6) 2020, the company inspected the batch of injection needles of 0022941 and found that 2 injection needles had double needles and 1 injection needle¿s luer interface was damaged.